Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Additionally, change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified; however, customer reported changing pump supplies every 3-4 days and prefilling 5-6 cartridges at a time. Customer changed pump supplies and successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.